Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip jumping. It was reported that during preparation of the clip delivery system (cds) when closing the clip resistance was noted and the clip did not immediately close, like it was stuck. The clip then jumped close to 120 degrees. The same movements of inverting the clip and closing again were performed however the same issues occurred therefore the device was not used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported difficult to close the clip and clip jumping could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to close the clip and clip jumping. There is no indication of a product issue with respect to manufacture, design or labeling.